Event description:
New information notes the patient came into the clinic for a visit and was evaluated. The noise could not be programmed around. The electrophysiologist opted to monitor. No intervention was anticipated for now, just monitoring unless any changes were observed. The patient was asymptomatic.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing due to right ventricular (rv) lead noise was observed on the rv lead. The rv lead was to be evaluated. The patient was stable.